Event description:
It was reported that the customer had high blood glucose for several days in the 300 to 499 mg/dl range. Troubleshooting was declined and it was stated some troubleshooting had been performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.